Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Could not get femoral trial to engage & lock to broach with revision femoral broach bolt. Tried both bolts - neither successful. Screwed in and torqued however did not lock enough to maintain rotation. This meant that we could not lock the rotation of the femoral trial to the broach for replication of real implant. This meant the rotation of the implant was not accurate and femur fractured on insertion of implant. Surgeon removed implant and placed a cable then re-implanted femur with eventual success. Bolts worked with broaches above and beyond the 40mm but not the 40mm one. 20 minute delay to the procedure. Patient outcome post surgery: patient post op xray looked in good alignment. Surgeon was happy with outcome. 2 cables placed around femur.